Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose reading was 934 mg/dl. The customer's wife stated that the insulin pump "malfunctioned" and that the customer's "heart" shut down. She noted that the customer had previously had bladder surgery that was unsuccessful, leaving him hospitalized for 8 weeks about 8 months prior. She reported that the customer experienced a potassium level-related heart issue. She stated that he was still hospitalized and still very sick. The customer was wearing the insulin pump during the event, and the device was removed upon his admittance. She did not know where the insulin pump was since the hospital workers removed it. Nothing further reported.